Event description:
Piece did not work during the case. Surgery was extended over 30 minutes, but no adverse consequences were reported with the patient as a result of event. This device is used for treatment.